Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was in its original position on the distal end of the pusher assembly. If the packing coil lp is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and result in the embolization coil detaching from the pusher assembly. The root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra due to the returned condition. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric duct using a packing coil lp and a non-penumbra microcatheter. During the procedure, when attempting to retract the packing coil lp back into the microcatheter, the packing coil lp had unintentionally detached and became stuck at the distal end of the microcatheter. Therefore, the hospital technologist removed the microcatheter containing the detached packing coil lp. The coil was then removed out from the microcatheter, and the microcatheter was flushed. The hospital technologist reinserted the same microcatheter back into the vessel. The procedure was completed using new ruby coil lps and the same microcatheter. There was no report of an adverse effect to the patient.